Event description:
It was reported that prior to a da vinci surgical procedure, it was noted that the endoshaft of the double fenestrated grasper instrument had many cracks. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not replicate the customer reported complaint. There was no crack on the main tube. Failure analysis investigation found deep scratches and gouges on the instruments main tube. The distal end of the main tube had various scratch marks with light material removal. The scratches were .02 - .69 in length and not aligned with the tube axis. The damage may have been likely caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.